Event description:
The injector flow rate was set for 3.0 cc/sec and the injection site was the antecubital fossa. The total injection volume was set for 145 ml. At the beginning of the exam, an extravasation (estimated to be approximately 30 cc's) occurred which the eda did not detect. The pt was treated with warm compresses. No further medical intervention was required.